Manufacturer narrative:
Correction: b3: event date: 12/30/2022-12/31/2022. The device was received for evaluation. During functional testing, the device was able to properly detect an upstream occlusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined. No pump correction is required. The event is likely related to fa-2021-056 which is associated with reinforcing proper intravenous line setup and detection of upstream occlusions for spectrum pumps. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not sound upstream occlusion alarm while infusing ifosfamide chemotherapy. It was stated that noticed that the bag was full and that the tubing was clamped. The pump showed that the chemotherapy was infusing and an upstream occlusion alarm did not sound. It was stated the patient went 12 hours without therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.